Manufacturer narrative:
The customer¿s report of a broken set was confirmed. Visual inspection showed that the tip of the male luer was broken off; the luer tip crack was jagged with signs of plastic deformation, indicating a ductile fracture. Inspection of the female end attachments of the non-bd extension revealed no damages. Dimensional and functional testing could not be performed due to the damage. The root cause of the reported breakage was not identified, however based on the damage observed, it is likely that stress was applied to the male luer tip during disconnection.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the administration set broke off while trying to remove it from a broviac central line. The broviac catheter required replacement. There was no report of patient harm.